Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where drawer 6 failed, thereby hindering the customer from accessing the medication. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 6 full-height cubie drawer had failed. A field service engineer replaced the drawer with a spare legacy full-height cubie drawer. Additionally, the engineer checked the bus cable and all drawer chassis, inspected for medications, and cleaned debris from the bottom edge of the back panel. The system functioned as intended after the field service engineer troubleshot the device